Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus was unable to be calibrated. It was indicated that the case was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The stylus was changed but the issue was not resolved. The programmer was returned for service. There was no patient involvement.